Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the micu, resistance was met while trying to advance the guide wire through the raulerson syringe which resulted in the kinking of the guide wire. A new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of resistance while inserting the guide wire through the arrow raulerson syringe was confirmed. Returned was one guide wire assembly and one arrow raulerson syringe. Visual examination of the guide wire revealed two kinks located 2.5 and 4 cm from the j-tip. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. Functional testing was performed using a lab inventory guide wire with a measured diameter of .806 mm and the returned guide wire advancer / straightening tube. The j-end of the guide wire was inserted into the raulerson syringe four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was encountered during the eight insertions through the raulerson syringe. The device history records for the guide wire, and syringe were reviewed and did not reveal any manufacturing related issues. Although the guide wire was found to be kinked near the j-tip, it met dimensional specifications and the raulerson syringe passed functional testing. Therefore operational context caused or contributed to this event. No further action will be taken.